Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, its display buttons were intermittently unresponsive. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported complaint of an "intermittently unresponsive touch screen" was confirmed. The investigation determined that the most likely root cause was due to the contaminated touch screen electrical connector. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).